Event description:
It was reported that during a procedure for m-segment bifurcation of the right middle cerebral artery, when the physician attempted to advance the subject coil through the microcatheter, the subject coil encountered greater resistance compared to the previous two coils. Moreover, this coil consistently failed to fill the aneurysm and kept herniating out. Additional information received confirmed that the subject coil migrated out of the aneurysm. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.